Manufacturer narrative:
As of 05/01/2019 aso evaluated unused returned product as well as retained samples of the same lot number for adhesion properties. In addition, aso reviewed records of biocompatibility tests.

Event description:
The initial report on 04/09/2019 consumer stated that product gave her a skin infection. Medical attention was sought. Her doctor prescribed medication. In addition, consumer informed that the issue was with the adhesive part of the bandage. The customer information request (cir) was received on 04/23/2019. Consumer reported that her doctor prescribed two ointments and that the symptoms did not correct after she stopped using the product.